Event description:
Gastrostomy (mic-key button)device was inserted during surgery. The balloon was checked before placement by the physician by inflating with air, and then the air was removed. The device was placed and the balloon inflated. However, one hour after returning to nicu, the gastrostomy was found lying on baby's abdomen, completely out and balloon deflated. There had been no tension on tubing or the device. Device replaced in opening was discussed with the neonatologist, surgeon, and radiologist. X-ray with infusion of contrast revealed that device was not in the stomach, but was in peritoneum. The device was removed. The baby was taken to surgery to repair and reinsert.